Event description:
The customer reported to olympus, during reprocessing, the endoscope reprocessor had a black residue left in the device and error e16 was noted, indicating it took too long to fill the reprocessing basin with disinfectant solution. There was no patient involvement in this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse observed, there was a back residue left in the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the black residue could not be determined. Olympus will continue to monitor field performance for this device.